Event description:
It was reported that during loading and final inspection of the loaded valve, the delivery catheter system (dcs) was observed to have a nitinol protrusion. The device was not used and a new devices were used. There was no patient involved.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle partially open and the capsule closed. A bend was observed to the catheter shaft and to the proximal end of the capsule. Delamination was evident to the proximal end of the capsule. Nitinol protrusion was evident at the distal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with a slight infold noted. No other deformation was evident to the remainder of the device. The reported nitinol protrusion could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 6 minutes occurred due to the protrusion.